Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was successfully implanted on (B)(6) 2023. The patient was discharged. The patient was admitted for right femoral artery thrombus and during further testing, by echocardiogram a device related thrombus (drt) was noted on the closure device. There were no patient complications.